Manufacturer narrative:
Updated field: b3, b4, g3, g4, g6, h2, h11. Corrected field: d1 (brand name).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the ac power cable. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) have some minor damage to the current mains cable observable when fully extended and it needs to be replaced.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Due to character limitation in block e1: event site telephone: (B)(6). Aware date updated to 2025-05-01 on may 23, 2025 from 2025-05-02. Corrected g3 date for initial: 2025-05-01.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, d5, e2, e3, e4, e1 (initial reporter, event site email).

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had minor damage on the power cable that was observable when fully extended. There was no patient involvement reported.